Event description:
Additional information received per the medical records indicate that two months prior to the index procedure the patient underwent a cesarean section (c-section), the surgery was complicated with a wound hematoma and the patient developed left lower extremity (lle) deep vein thrombosis (dvt). Approximately three weeks prior to the index procedure the patient had a bilateral lower extremity ultrasound (u/s). The u/s revealed chronic dvt of the right popliteal vein and thrombus of indeterminate age in the distal segment of the right femoral vein. There was also acute dvt of the left common femoral, popliteal, gastrocnemius, posterior tibial and peroneal veins. Two days prior to the index procedure a left lower extremity duplex u/s revealed acute dvt involving the left common femoral, throughout the thigh, popliteal, gastrocnemius and peroneal veins and involves the external iliac vein when compared to the previous u/s. The indication for filter placement was acute dvt of the lle with a history of right lower extremity (rle) dvt two years prior. Additionally, the patient had an enlarged uterus with blood accumulation (c-section 2 months prior).the filter was deployed via the patient's right femoral vein. It was placed below the renal arteries. The patient tolerated the procedure well. Approximately six years and one month after the index procedure a computed tomography scan of the abdomen was performed. Reformatted coronal images were submitted for additional review one month after the exam. Results of the review indicated that the filter is titled, and all the struts perforate the ivc wall up to 5mm with some struts contacting the bowel, aorta, vertebral body and soft tissues. One medial and one lateral strut were noted to be fractured. Additional information received per the patient profile form (ppf) states that the patient experienced fracture, filter tilt, perforation of filter strut(s) outside the inferior vena cava (ivc) and into organs. The patient also reported headaches, leg pain and swelling related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused anterior tilting of the filter at the superior end and posterior tilt at the inferior end. All the struts of the ivc filter perforate the ivc up to 5mm. One anterior, lateral and medial strut perforates 4mm and contacts the bowel. One medial strut perforates the ivc wall 5mm and contacts the aorta. One posterior strut perforates the ivc wall 4mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 4mm and resides within the soft tissues. There is one medial and one lateral fractured strut. According to the medical record, two months prior to the implant the patient underwent a cesarean section, the postoperative phase was complicated by a wound hematoma and the patient developed left lower extremity (lle) deep vein thrombosis (dvt). Approximately three weeks prior to implant a bilateral lower extremity ultrasound (u/s) revealed chronic dvt of the right popliteal vein and thrombus of indeterminate age in the distal segment of the right femoral vein. There was also acute dvt of the left common femoral, popliteal, gastrocnemius, posterior tibial and peroneal veins. Two days prior to implant a lle u/s revealed acute dvt involving the left common femoral, throughout the thigh, popliteal, gastrocnemius and peroneal veins and involves the external iliac vein when compared to the previous u/s. The indication for filter placement was acute dvt of the lle with a history of right lower extremity (rle) dvt two years prior and an enlarged uterus with blood accumulation. The filter was placed via the right femoral vein and deployed below the renal arteries. The patient tolerated the procedure well. Approximately six years and one month post implant a computed tomography scan of the abdomen was performed. Reformatted coronal images were submitted for additional review one month after the exam. Results of the review indicated that the filter is titled, and all the struts perforate the ivc wall up to 5mm with some struts contacting the bowel, aorta, vertebral body and soft tissues. One medial and one lateral strut were noted to be fractured. The patient has subsequently reported becoming aware of filter fracture, tilt and perforation approximately six years and two months post implant. The patient also reported headaches, leg pain and swelling related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed or further clarified. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, which results in leg pain and swelling. Headaches, leg pain and swelling do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to anterior tilting of the filter at the superior end and it contacts the inferior vena cava (ivc) wall and posterior tilt at the inferior end, and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. One anterior strut perforates the ivc wall 4mm and contacts the bowel. One medial strut perforates the ivc wall 4mm and contacts the bowel. One medial strut perforates the ivc wall 5mm and contacts the aorta. One posterior strut perforates the ivc wall 4mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 4mm and contacts the bowel. One lateral strut perforates the ivc wall 4mm and resides within the soft tissues. There is one medial fractured strut and one lateral fractured strut. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted with two fractured struts. All struts had perforated the inferior vena cava (ivc) by up to 5mm. Filter struts were in contact with the bowel, the aorta or the l3 vertebral body or were within soft tissue. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.